Manufacturer narrative:
The olympus sales rep was onsite and confirmed the customer's complaint. The sales rep temporarily used the comp out to the oev-262h monitor and then used sdi to the secondary monitor. Based on the investigation, the event pointed out was estimated to be caused by the malfunction of the board for processing the image signals. The monitor was not returned to olympus for repair.

Event description:
An olympus sales rep reported that he tried to connect the sdi cable from the otv-s190 processor to the sdi 1 and the sdi 2 ports on the oev-262h monitor but was unable to get an image. The sales rep was able to get an image to display on the monitor when using the comp out to the video in on the oev-262h monitor. This device malfunction occurred during preparation for use and there was no patient involvement.